Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 270 units of insulin. There was no reported impact to the customer's blood glucose level. At the time of the reported event, the customer declined to perform troubleshooting with tandem technical support. Reportedly, a new cartridge was loaded.